Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery laparoscopy, on stapling, the jaws of the device locked on tissue and the black knobs were hard to open. They used more force to open the device to complete the case. There was no patient injury.